Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the tips was almost off and was not available to close again. The procedure was completed with no reported injury.

Manufacturer narrative:
The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found that failure analysis found the primary failure of inner tube-other to be related to the customer reported complaint. The instrument was found to have the inner tube broken. The slots on the inner tube were broken where the clamp arm hinges, causing the clamp arm to dislodge. No piece were found missing. Root cause is not established. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint "one of the tips was almost off and was not available to close again. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause could not be determined.